Event description:
The device was used during laparoscopic cholecystectomy. Reportedly, there was clip slippage. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.